Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported, "baker IV, capsular contracture. Left rupture, saline breast implant painful, hardening left breast deformity". This record is for the left side. Device has been explanted and replaced.